Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump's motor drive was not working properly and they do not trust the pump. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer was taken to the hospital by their daughter. The hcp wanted the pump to be replaced. Troubleshooting was not completed. The insulin pump will be returned for analysis. Pending ice check for res and I/s svns.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.